Manufacturer narrative:
The insulin pump was received with missing partial/segments display due to severely cracked lcd glass. The device was unable to perform the displacement test, self-test and force sensor test due to cracked lcd glass. The device was received with cracked reservoir tube lip, scratches on the case, peeling keypad overlay and severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.